Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc on behalf of the MFR arjohuntleigh (B)(4). The device will be inspected on-site by a rep of the MFR's sales and svc unit subsidiary div, not as a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.